Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). During a review of the event history, the reported condition of failure code 810:11 occurred on (B)(6) 2010.

Event description:
It was further reported that index procedure treated the de novo lesion was located in mid rca with a reference vessel diameter of 2.50 mm, length of 40.0 mm, and visually 99% stenosed. The lesion was treated with pre-dilatation and deployment of two 2.50 x 24 mm taxus express2 stents without gap. Post-dilatation was not performed. Residual stenosis became visually 0%. Timi-3 flow kept through the procedure. A non-target lesion located in distal rca was treated with deployment of a non bsc stent. The patient was discharged without complications 5 days later on bayaspirin and panaldine. In (B)(6) 2009, the patient presented with ischemic symptoms of extertional chest discomfort. A 2.5x10mm lesion of the proximal rca was treated and the patient was discharged 2 days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with fail 810.11, during service at baxter, the failure code was caused by the ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. The event occurred during product evaluation. The facility representative stated that there were no reports of patient injury or medical intervention. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as remediated.